Manufacturer narrative:
The device was received for evaluation. During functional testing, 'missing waring label' was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be tubing ID label is missing. The tubing ID requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submit ted.

Event description:
It was reported that a spectrum pump had an issue of missing warning label. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.